Event description:
Bd alaris pump infusion set with ball valve ref 11522558 leaking at the top part of the "pump segment" of the tubing where the blue conical-shaped plastic adapter meets the tubing. FDA safety report ID# (B)(4).